Manufacturer narrative:
A1 - a4: missing patient information requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced right ventricular failure. Initiation of inotropes was required and a right ventricular assist device (rvad) was placed.

Event description:
It was further reported that right heart failure existed pre-lvad implant. No device related issue caused/contributed to the right heart failure. Right ventricle looked tedious on transesophageal echocardiogram (tee) of pump. Centrimag was exchanged to protek duo on (B)(6) 2024. Protek duo was removed on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right heart failure cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.